Manufacturer narrative:
The device was returned to boston scientific for analysis and the reported failure was confirmed. Visual inspection revealed the tip has some blood stain and a ripped section. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. While manipulating the shaft, continuity checks revealed no electrical opens or shorts, as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in specifications and were typical. The pressure leak test revealed the lumen pressure decay values were below the maximum acceptable limit. When the device was connected to the maestro and metriq pump then set through critical testing relative to issue. The device displayed a high temperature error on the maestro. Then the tip was inserted into saline and electrically tested to show that the tip and thermocouple wires were shorting. Based on electrical testing results when the distal tip electrode region was pressurized with saline, the device very likely has damage to the thermocouple epoxy and wire insulation within the tip region.

Event description:
Reportable based on device analysis completed on 08sept2020. It was reported the temperature was high and exceeded the limit, when checking the temperature, it was displayed as hi. During a catheter ablation procedure to treat atrial fibrillation in the left groin, left subclavian a intellanav mifi open-irrigated ablation catheter was selected for use. High-frequency energization was unable to perform energization. The maestro 4000 had an error message that indicated that the temperature was high and exceeded the limit, when checking the temperature, it was displayed as hi. The catheter was exchanged and the procedure was completed without any patient complications. However, device analysis revealed damage to catheter tip.